Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads, upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079650. UDI:(B)(4). Product family: scs-linear leads: upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: 5005343. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient had high impedances on his leads. In response, a revision procedure was performed in which the existing leads were explanted and replaced. The patient is doing great postoperatively. Per facility policy, the explanted device has been retained and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb> product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7079650. UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6) batch: 5005343. UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.